Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a bacteremia and (B)(6) infection. On (B)(6) 2020, the implantable cardioverter defibrillator system was explanted successfully. A temporary pacer was placed by the physician due to the patient's condition of complete heart block and the patient was sent to antibiotic therapy. The patient was reported to be in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-04414, 2017865-2020-04415.

Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.